Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 01/07/2016, to report that on (B)(6) 2016, the patient's aplicator needle and cannula was detached. There was no report any injury or medical intervention. No additional even or patient information is available.